Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during the unknown surgery, after fired, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.